Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the syringe pump did not give the right doses of caffeine administration at the right rates. Although requested there are no additional event details provided. There was no report of patient harm .